Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying inaccurately high results compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began on the morning of an unspecified date. On an unspecified date, the patient claimed that she tested her blood glucose on the subject meter and obtained results of "400 and 396 mg/dl." It is not known how much time lapsed in between readings. If the reported blood glucose results were obtained within 20 minutes of each other, based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=20% and/or <=20 mg/dl. The cca documented that the patient manages her diabetes with insulin (self-adjuster). Due to the alleged product issue, the patient stated that she has been taking an increased dose of her insulin (exact dose and duration of action unspecified). A week after the alleged meter issue began, the patient claimed that she became "thirsty, light-headed, and frequent urination, and was clammy." A week prior to contacting lfs, the patient stated that she was in the emergency room (ER). It is not known what symptom(s) or reason prompted the patient to go to the ER. It is also not known if the patient attempted to test her blood glucose with the subject meter when she went to the ER. While at the ER, the patient's blood glucose was reportedly tested with the hospital meter and obtained a result of "129 mg/dl." The patient stated that she was treated with food/drink. It was not specified if the reported ER reading was obtained before or after the food/drink treatment. It is not known if the patient was admitted to the hospital. During the troubleshooting session, the cca learned that the patient was not using an approved sample site for testing her blood glucose on the subject meter. The patient was reportedly testing from her feet. Replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is classified as MDR-reportable due to the following conclusion(s): this complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, increased her insulin dosage based on the alleged results, and reportedly received medical treatment from an hcp for a condition suggestive of hypoglycemia after the alleged meter issue began.